Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the measuring wire became stuck in the PICC line as it was being removed. The wire and PICC line were removed and replaced with a different device. No part of the device was left in the patient, and there were no injuries or additional medical procedures.